Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If implanted; give date: n/a (not applicable). The intraocular lens was removed and replaced during the same procedure. If explanted; give date: n/a (not applicable). The intraocular lens was removed and replaced during the same procedure. (B)(6). (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when the intraocular lens (iol), model ar40e, 23.5 diopter left the cartridge and was inserted in the capsular bag, the surgeon observed the haptics loose (detached) in the optical zone. Consequently, the lens was removed and replaced with another one during the same procedure. An incision enlargement was performed and suture was used. The visual acuity is 20/20; however, with astigmatism of -2.50 diopters (degrees) because of the suture used. It was indicated that the lens is available for evaluation. No additional information was provided.

Manufacturer narrative:
Device available for evaluation; returned to manufacturer on 10/24/2019. Device evaluation: the lens was received in the original folding carton and lens case. The lens is covered in dry viscoelastics. The lens is cut; this could be related to the lens removal from the patient¿s eye. Both haptics are detached and located over the optic zone; the reported issue is verified. According to the initial report, the reported issue of the haptics detached were noticed after insertion. The lens preparation and/or failed insertion attempt could not be recreated therefore, a product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed no additional investigation requests for this production order number has been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.